Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the beginning of a routine bone hemodialysis treatment, the operator experienced pressure alarms that could not be resolved. Manual rinseback was initiated, however, the operator didn't correctly configure the cartridge for manual rinseback, which resulted in a 25cc blood loss. No med intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The operator forgot to connect the arterial line to the saline bag during rinseback, which resulted in the blood loss. Device labeling includes adequate instructions for configuring the cartidge lines for rinseback. Visual inspection of the cartridge indicates that a tubing segment was out of MFR sepcifications, which restricted dialysate flow, likely causing the pressure alarms during treatment. As with any unrecoverable alarm during treatment, rinseback can be initiated without any negative impact to pt safety or to operator safety.